Event description:
This is a spontaneous case report received from a consumer, of unspecified age, in (B)(6) on (B)(6) 2015. It describes the occurrence of an ectopic pregnancy in herself who had essure (fallopian tube occlusion insert) inserted. Consumer reported via social media that she was one of those (B)(6) women and they were not a few people as was noticed; her struggle began in (B)(6) 2014 after an ectopic pregnancy. Ptc investigation result received on 01-feb-2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. The reported adverse events are known, possible, undesirable events not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed 28 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous non medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an ectopic pregnancy (device ineffective). Ectopic pregnancy is a serious event due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, limited information was provided. It was not reported whether a confirmation test was performed or the time interval between essure insertion and the ectopic pregnancy. However, given the nature of the reported event a causal relationship with essure cannot be excluded. This report was regarded as an incident due to serious injury (ectopic pregnancy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow up was not possible since this is a social media case.

Manufacturer narrative:
Follow up information was received on 28-may-2015: nca number added to the case ((B)(4)). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 29-may-2015 for the following meddra preferred term: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous non medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had an ectopic pregnancy (device ineffective). Ectopic pregnancy is a serious event due to medical significance and listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In the present case, limited information was provided. It was not reported whether a confirmation test was performed or the time interval between essure insertion and the ectopic pregnancy. However, given the nature of the reported event a causal relationship with essure cannot be excluded. This report was regarded as an incident due to serious injury (ectopic pregnancy). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow up was not possible since this is a social media case.

Manufacturer narrative:
(B)(4).